Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -11.0/2.5/90 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the lens was exchanged with a same model but longer length lens on (B)(6) 2024. This resolved the problem. Reportedly the status of the eye is " refractive surprise resolved". Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visible inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).